Event description:
The hcp reported the pt presented to the clinic in 2005 for a pump refill. The drug concentration was changed from 2000mcg/ml to 500mcg/ml. The daily dose remained at 91mcg/day. The pump was updated, but no bridge bolus was done. The pt returned to the clinic 24 hours later with mild overdose symptoms. The pump was reprogrammed from a daily dose of 91mcg to 30mcg. The pt is reported to be doing well on the current programming.